Event description:
Catheter broken after the surecuff when the catheter becomes smaller. No migration, they have removed the device.

Event description:
It was reported that the catheter tip was kinked and there was a tear in the body of the catheter near the tip. In the location of the tear, the stylet was exposed but not sticking completely out of the device. The stylet is built-in to the device and looks similar to a guidewire. The doctor thinks it got caught on introducer when pulling it out and this caused the tear. This happened during procedure and the device was replaced. No injury to patient

Manufacturer narrative:
Device evaluation: the device distal tip was visually inspected and it is noted that the soft tip tore away from the device just after the distal balloon bond. Visually, there is metal showing where the break occurred. The stylet guidewire was removed from the device and the distal tip was visually inspected for any damage that would cause the guidewire to poke through the soft tip of the device. There is no damage to the guidewire or its coating. Water was introduced through all of the device lumens and the water flows from where it should. This confirms that there is no interlumen leakage. There are no other defects detected with this device. These devices are visually and functionally tested 100% prior to packaging. A device history record (DHR) review was performed for lot 747591 and there were no non conformances opened in relation to the nature of this complaint. This device met all raw materials, in-process, finished goods, and sterilization specifications upon release of the product. A corrective action preventive action (CAPA) has been opened and is applicable to this event. We will continue to monitor complaints on an ongoing basis per procedure.

Manufacturer narrative:
Introducer fit this device has not yet been returned for evaluation but is expected to be returned.